Event description:
A pt service rep contacted zoll customer support for an unrelated issue regarding a (B)(6), female, pt. Upon service, investigation of the monitor, segmentation faults during the flash memory test were discovered. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor (B)(4) has been completed. As received, the monitor would not power up and was resetting. The cause of the problem was isolated to computer analog (ca) board (B)(4). The ca board has been returned to vendor for replacement of the ca board (components u102 and u105). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.